Event description:
It was reported while using bd alaris secondary set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: secondary vented/non vented hangerref# ms3500-15. Anesthesia says when they go to hang it falls apart in their hands where it connects to the drip chamber.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model ms3500-15 lot number 22089481 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: secondary vented/non vented hangerref# ms3500-15. Anesthesia says when they go to hang it falls apart in their hands where it connects to the drip chamber.